Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/31/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that the patient entered values during periods of loss of signal in the status box. No additional event or patient information is available. Labeling indicates: during periods of signal loss, don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. The receiver data log was reviewed on 09/08/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.